Event description:
It was reported that the patient experienced recurring incontinence due to his artificial urinary sphincter (aus) worn out. Therefore, the patient has his aus previously removed. A re-implant surgery was performed and a new aus was implanted. The patient fully recovered.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.